Manufacturer narrative:
Added information to a1, b2, b5, d4, h6. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.

Event description:
It was reported that a patient with a 23mm 11500aj aortic valve has been evaluated for a valve-in-valve procedure after an implant duration of approximately four (4) years, one (1) month due to aortic stenosis and structural valve deterioration. The patient presented with heart failure and dyspnea. The tavr procedure was planned to be performed with sapien3 ultra resilia on (B)(6) 2025. The patient status was reported as under treatment.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
It was reported that a patient with a 23mm 11500aj aortic valve has been evaluated for a valve-in-valve procedure after an implant duration of approximately four (4) years, one (1) month due to aortic stenosis and structural valve deterioration. The patient presented with heart failure and dyspnea. The patient is scheduled for tavr procedure. The patient status was reported as under treatment.